Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a percutaneous lead, on (B)(6) 2008. It was reported that the patient lost stimulation. X-rays revealed that the lead had migrated. The lead was explanted and replaced on (B)(6) 2011. The explanted lead was discarded; therefore, it will not be returned to the manufacturer for analysis. No further patient complications were reported.